Event description:
Plaintiff alleges that she has become allergic to latex from her exposure to latex medical gloves. She alleges she has suffered severe emotional distress, an inability to engage in her normal activities, wheezing, hand dermatitis, runny eyes, runny nose, dizziness, flu-like symptoms, and other physical injuries as well as great despair, and loss of enjoyment of life. Plaintiff's husband alleges loss of consortium of his wife.